Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room and hypoglycemia. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g7.

Event description:
It was reported that the patient had been to the ER (emergency room) with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. At the ER, it was found the patient's basal rate had incorrectly been set to 7.2 units per hour, when it should have been 7.2 units per day. The patient was released the same day (B)(6) 2025). The pod was worn when seeking medical attention.